Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate automatic mode switch due to undersensing r-waves on a pacemaker. No changes or intervention was reported. The patient condition was stable.